Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked and adjusted the sample probe and the reagent 2 probe. The cse also checked the system heterogeneous module. The customer successfully ran quality controls. The cause of the discordant hcg result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.